Manufacturer narrative:
Due to character limit: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer, that linear 34cc intra aortic balloon (iab) failed to inflate after insertion and the alarm message showed ab catheter restriction. There were no patient harm or injury was reported.